Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI#). The fse that encountered the issue replaced the safety disk (0202-00-0140). The fse performed a full pm, safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during semi-annual preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) pneumatic interface module test was failing. There was no patient involvement reported.